Event description:
It was reported that, "hair or brush bristle found inside sterile packaging next to baseplate. Another baseplate was opened and used.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.